Event description:
A low readings issue was reported with the adc device. Customer¿s caregiver reported an unspecified low reading obtained on the sensor scan compared to a reading obtained on a built-in meter. Caregiver reported that they "heard from the voice that they was not fit." And the customer experienced loss of consciousness. The customer later self-treated by taking tablets against the heart and drainage. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.